Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, the noise and mechanical issue was due to the cable break; however, a definitive cause for the cable break could not be definitely determined. It is possible that turning the knob almost as far as it could go in the minus direction caused increased tension on the device which can lead to the break in the cable and resulting in the loss of tip functionality (mechanical issue) and noise; however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report the inability to deflect the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The steerable guide catheter (sgc) was advanced into the anatomy, but the +/- knob was turned almost as far as it would go in the minus direction, and a snap was heard. At this point, the sgc would no longer deflect in the minus direction. A cable break was suspected; therefore, the sgc was removed without issue, and replaced. Two clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.